Event description:
Caller reported blood glucose results of hi, which on the compact plus system indicates a result in excess of 600 mg/dl, and 75 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
A report was received that the pt had a pocket revision, due to the pocket being too deep causing difficulties charging. The physician replaced the ipg. The pt is reportedly doing well following the procedure.